Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic during follow-up when the device was post paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. There was intermittent ventricular undersensing due to blanking of the v channel during ap delivery. Programming changes were made. The patient was okay.